Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11029. It was reported that the patient had developed an infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable throughout the procedure.